Event description:
It was reported that the patient presented to the hospital for a follow up on (B)(6) 2023. During examination, it was noted that the right atrial (ra) lead was sensing noise. Programming changes were performed on the lead. The patient was in stable condition.